Event description:
It was reported that "surgeon put a screw in and could not advance the screw anymore. He went to adjust the screw down further and the screw would not advance. The screw head then came off the shank of the screw. We took the shank out with the rod holder. He replaced the screw with a new 4.5 x 28 mm screw."

Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplement. Result, and conclusion will be made available following the engineering evaluation.